Manufacturer narrative:
One opened broken phaco tip, without a wrench, in a bag with no lot info was received. The sample was visually inspected and found to be nonconforming, sample was broken at cone to transition area, breakage is slightly jagged. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported while balanced tip took away after surgery, it was broken from the root. It was unknown whether the surgery was completed or not. The procedure type was also unknown. There was no patient harm. Additional information was requested; however, none has been received to date.